Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo assay for multiple tests performed on unknown dates. This MFR. Report addresses test one (1) of five (5). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo assay performed on an unknown date with an unknown sample type. Additional testing (unknown brand of rapid test) was performed with an unknown sample type and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Additional data: d8, h2, h7, h9. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000950115 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000950115 and device part number 10732998 / lot 945412. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000950115 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950115, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo assay for multiple tests performed on unknown dates. This MFR. Report addresses test one (1) of five (5). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo assay performed on an unknown date with an unknown sample type. Additional testing (unknown brand of rapid test) was performed with an unknown sample type and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.